Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed the shape of the tubing has been altered using the style wire and there is air contained in the tracheal cuff. A inflation/deflation test was performed, air was applied to the cuff and was deflated without any issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube would not deflate. Customer indicated the event occurred prior to patient use.

Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report the cuff on the tracheostomy tube would not deflate. Customer indicated the event occurred prior to patient use. Medtronic is requesting additional information regarding the circumstances of this product event.